Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). Patient was scheduled for lead revision surgery for migration of leads from mid t8 to bottom t8. Patient states he took a face first fall ¿around three weeks¿ before surgery. Before beginning surgery, hcp took x-rays to visualize leads and formulate plan, and hcp notes leads have migrated back up to top t8, higher than they were upon initial implant. Hcp states that the leads are in the appropriate spot, and does not think revision is necessary at this point. Hcp elected not to operate and instead have representative reprogram patient with updated imaging. The patient was reprogrammed using updated imaging. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024; product type: lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-feb-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 07-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.